Event description:
It was reported that the vns patient was scheduled to undergo surgery due to migration of a tie-down. The believed cause of the migration was the location near the skin¿s surface. Patient manipulation or trauma is not believed to have caused or contributed to the migration. No known surgical interventions have occurred to date.